Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e226 displayed due to twisted cable unit. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head monitor had dark and grainy image and the processor indicates a data transfer error e216. The issue was found in a surgical operating room during a therapeutic transanal minimally invasive surgery, that was completed with a similar set of device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.